Event description:
It was reported that the ventricular capture management lead trend had been rising and high output messages were observed upon interrogating the device. Measurements in the office, however, have been steady. A holter monitor was placed and there were pauses noted on the electrocardiogram. It was also reported the ventricular electrogram (vegm) showed variations in the baseline of vegm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 1018t-58 competitor implantable pacing lead - (B)(6) 2003, 1016t-60 competitor implantable pacing lead (B)(6) 2003. (B)(4).